Event description:
The customer reported that the system failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The igbt transformer pcb assembly and 70a fuse were evaluated and replaced. The system was tested and found to be working as intended and returned to service.